Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficult to advance cannot be determined. The subsequent treatment is due to the circumstances of the procedure. It is possible there was a tightening of the non-rail during suture deployment or the tensioning of the rail during knot advancement, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: adverse event/product problem: "adverse event" removed. B2: outcomes attributed to ae: "required intervention" removed. B5: describe event or problem corrected. E1: initial reporter corrected. H1: type of reportable event updated from 'serious injury' to 'malfunction'. H6: health effect - impact code 4641 removed. H6: medical device problem code 4001 removed.

Event description:
Subsequent to the previously filed report, the following information was received: reportedly, a third and fourth prostyle device were successfully preplaced. The tavr procedure was completed. One of the prostyle knots did not advance as well as the other. Hemostasis was achieved with the prostyle sutures; however, manual compression was used as a precautionary measure. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, two prostyle had a cuff miss [suture retrieval issue] was noticed. The devices were difficult to retrieve out of the artery. The device had to be manipulated to remove. Another prostyle device was deployed successfully and came out fine. The sheath was upsized and the tavr procedure was completed. A fourth prostyle device placed a suture. Hemostasis was achieved with the prostyle sutures and manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose devices referenced are filed under separate medwatch report numbers.